Event description:
Reporter indicated that patient has experienced an increase in seizures since vns implant. According to initial reporter, the patient reportedly experienced 1 seizure every other week before vns implant, but now experiences 3 seizures per day. Treating neurosurgeon has documented patient's pre-vns seizure history as being an average of once per week up to 5 or 6 times per week.